Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for an error. The first time the alarm occurred, the insulin pump could be rewound, the second time the alarm occurred the insulin pump could not be rewound. The blood glucose reading was not known. The customer reverted to manual injections and the insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error130 alarm noted and rewind functioned properly during our testing. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.